Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator mechanical parts were cleaned and a collimator software calibration was completed. The system was tested and found to be working as intended and placed back into svc. Advised that the bio-med will monitor and advise if further service required,

Event description:
It was reported that the 9800 system intermittently is presenting a collimator cal required error message. It was noted that the message can be cleared and the system works as expected by depressing a button. There was no report of pt injury.